Event description:
This info was reported to a clinical education specialist as a customer complaint. Device was used on the rcfa following a ptca procedure and 2 stents. During placement of the collagen, improper technique was used. Post deployment, right pulses were weak. Two days later, a right femoral embolectomy was done to remove a small clot proximal to the profunda in the cfa. No pathology was done on the clot, however, it was described as a white clot. Post embolectomy, pulses improved.